Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer call paramedic due to low blood glucose as well as high blood level unconscious. Customer's blood glucose level was 37 mg/dl. Customer had high blood glucose level of 600 mg/dl. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.